Manufacturer narrative:
Follow up report indicated that the device was explanted. The patient was hospitalized and received IV antibiotics. The patient was discharged and expressed desire for reimplant. There was no report of further complication. The device was not returned for analysis.

Manufacturer narrative:
The patient is currently receiving good pain relief and is being monitored by wound care specialist. The patient is hoping that the infection will clear and avoid explant. The manufacturing and sterilization records were reviewed for all implanted devices associated with this event and no nonconformities were found. Based on the report, the infection was likely procedure rather than device related. Device was not explanted.

Event description:
It was reported to nevro that a patient had acquired an infection at the incision and pocket sites. The sites were drained and cleaned. The device was not explanted and the stimulation is currently on. The patient was provided oral antibiotics and is under the care of wound specialist.